Event description:
Pt is pacemaker dependent. Pt recently had near syncope and then suffered hemodynamic collapse with prolonged asystole on 6/29/95 resulting in profound hemodynamic embarrassment requiring intubation and congestive heart failure. A temporary transvenous pacemaker was placed. Noninvasive testing showed complete depletion of the pacemaker battery and suggested the ventricular lead had developed an insulation abnormality. Pt underwent replacement of rate-responsive permanent dual chamber pacemaker pulse generator with intraoperative lead testing and insertion of a new permanent ventricular pacemaker lead.